Manufacturer narrative:
(B)(4). Medical devices - vanguard femoral component catalogue# 183026 lot# unknown; vanguard bearing catalogue# 183421 lot# unknown; biomet tibial tray catalogue# 141221 lot# unknown; biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06782, 0001825034-2018-06778, 0001825034-2018-06783, 0001825034-2018-06780.

Event description:
It was reported a patient underwent left primary total knee arthroplasty. Patient underwent revision of all components due to instability and recurvatum secondary to trauma approximately 10 years later.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.